Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of no image being displayed could not be identified. However, it¿s likely the cause is related to a faulty patient board set. The cause of the defect related to the device might have been related to it being manufactured before the circuit design of the operational amplifier of the dr board (printed circuit board). It was confirmed that the design change of the dr board was implemented on april 16, 2018. Also, it¿s likely no image was displayed due to the connection with the video connector failing. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus evis exera iii video system center wasn¿t displaying an image during procedure preparation. According to the initial reporter, the staff attempted 160, 165, & 180 series scopes and all were unsuccessful. The customer went on to note that the cable was ruled out as a potential cause of the error. There was no patient harm reported as a result of this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.